Event description:
It was reported that pump displayed a cartridge change error while being worn in a case. There was no reported impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed pump from case, inspected pneumatic area, removed cartridge o-ring, cleaned area with appropriate materials, reattached cartridge securely, followed on-screen steps to complete loading, and successfully resumed insulin delivery.